Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hbsag ii results for 1 patient on a cobas e 801 analytical unit. The initial result (with a serum sample) was 80.7 coi (reactive). The result using a plasma sample was 0.492 coi (non-reactive). The repeated result using the serum sample was 51.3 coi (reactive).